Event description:
It was reported that, the patient with the subcutaneous implantable cardioverter defibrillator (s-ICD) system was inappropriately shock due to atrial fibrillation (af) with rapid ventricular response, furthermore, the narrow qrs got a wider morphology leading into oversensing and the patient being shocked again, breaking the af. The boston scientific technical services (ts) discussed troubleshooting options. Later, the device was reprogrammed, and the patient was still treated by the af with rvr. It was mentioned that the patient was in an automobile accident due to a syncopal event. No episodes were recorded in the device during the episode. Ts indicated that, if the syncope was caused by a ventricular tachycardia (vt), it was below the conditional zone. Later on, the next day, the patient went to work and experienced a pre-syncopal event, followed by a delivered shock. There were two episodes on the device. One episode (no shock delivered) appeared to be af with rvr, and the other episode appeared to be a ventricular tachycardia, with rates above and below the conditional zone. Ts indicated that regardless the reprogram options, the device is maxed out of its capability to manage this patient's arrhythmias. This electrode remains in service. No additional adverse patient effects were reported.